Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when opening the package for use the paper wrapper would tear thus affecting sterility with a bd syringe 20ml ll. The following information was provided by the initial reporter: it was reported, when opening the product, the paper wrapper would tear contaminating the sterility of the sample.

Event description:
It was reported that when opening the package for use the paper wrapper would tear thus affecting sterility with a bd syringe 20ml ll. The following information was provided by the initial reporter: it was reported, when opening the product, the paper wrapper would tear contaminating the sterility of the sample.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Corrective and preventative action has been implemented to investigate this failure mode. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.